Event description:
This was a (B)(6) man with hepatic cirrhosis and known esophageal varices. On (B)(6) 2016, he underwent a routine outpatient upper endoscopy with surveillance esophageal variceal banding procedure. The patient developed and died from fatal post banding esophageal variceal or ulcer bleeding on (B)(6) 2016. An autopsy was requested and performed. Autopsy showed the cause of death was massive post banding esophageal variceal or ulcer bleeding and resultant cardiovascular collapse and shock.